Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device - additional information. G3: date received by manufacturer- additional information h2: additional. Information/device evaluation h3: device evaluated by manufacturer - additional .information availability. H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that signal loss over an hour occurred on 10-22-2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was not found for serial number 8f2pj6 within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.